Event description:
The reporter stated the surgeon implanted and removed an aa4204vl silicone single piece lens. There was no patient injury, no enlarged incision or sutures. The back-up lens was implanted.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens optic and the other haptic were torn into two pieces. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.